Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time and date were inaccurate, cause was unknown. The customer¿s blood glucose was 160 mg/dl. Customer adjusted the time and continued to use the pump for insulin therapy.